Event description:
It was reported to boston scientific corporation that a ultraflex' covered tracheobronchial stent was used during a stent placement procedure (female patient, age unknown, reported to be "(B)(6)," weight unknown) on (B)(6) , 2009. According to the complainant, the physician positioned the stent within the bronchus however, difficulty was experienced when deploying the stent. Significant resistance was encountered when pulling the suture to deploy the stent. After pulling "approximately two feet of the suture" and partially deploying the stent, the suture snapped. The stent and delivery system were removed from the patient. Under the physician's discretion, the procedure was aborted. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported as fine. Note: this report is a supplement to manufacturer report # 3005099803-2009-06172. Additional information has been received since the previous medwatch report was submitted. It was reported that the lesion was not predilated and the patient's anatomy was not tortuous. The deployment suture was not caught on anything. The procedure was aborted because the patient was not tolerating the procedure well. There was another stent available, but the physician decided to abort instead of placing another stent. The physician plans to try again in the future, but that procedure has not been scheduled yet.

Event description:
It was reported to boston scientific corporation that a ultraflex covered tracheobronchial stent was used during a stent placement procedure (patient reported to be "over 50 years") on (B)(6), 2009. According to the complainant, the physician positioned the stent within the bronchus; however, difficulty was experienced when deploying the stent. Significant resistance was encountered when pulling the suture to deploy the stent. After pulling "approximately two feet of the suture" and partially deploying the stent, the suture snapped. The stent and delivery system were removed from the patient. Under the physician's discretion, the procedure was aborted. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
A visual and microscopic examination found that the stent was partially deployed by approximately 15mm. It was noted that the deployment suture was broken. The thread was frayed in appearance at the break site. It was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue noted. Examination of the deployed stent found no anomalies. A tactile examination of the delivery system noted no anomalies. The most probable root cause is design. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4) - (partial deployment); (deployment suture broke). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).